Manufacturer narrative:
Complaint confirmed. One unpackaged ar-4020c-06 (no batch indicator present) was received for investigation. Visual inspection with the aid of magnification identified that the inner diameter of the screw hex had stripped. No further damage was identified. The cause remains undetermined, although a probable cause of the observed condition can be attributed to over-torquing/over-engaging the inserter within the screw during use.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a anterior cruciate ligament surgery the first device ar-4020c-06 (lot 12597959) broke during implantation at the central part of the screw. The debris was removed from the patient. The second device ar-4020c-06 (lot 12597959) has a defect as it is twisted in itself, which makes it impossible to insert the screwdriver. Only the second device will be returned. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update 10-sep-2021: it was confirmed that the first screw remained inside patient. A second screw, which was planned to be use to finish the surgery, was twisted and so a third one was used. The surgery was therefore finished successfully with a new device with the same part number.